Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis on an open right hemicolectomy, the stapler fired with the reload included. When the second reload was placed to perform the anastomosis, the stapler was stuck. Another reload was opened because they thought that the problem was in the reload, but the stapler was still jammed. Another stapler with the same lot was opened and the surgery was completed. They used one of the opened reloads. There was no patient injury.